Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Event description:
The patient and caregiver contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use at the end of therapy. The patient and cg stated they called the registered nurse (rn) and the rn asked them to use the hc that night. The patient and cg needed help getting the cassette out. The technical service representative (tsr) explained the alarm and asked the patient and cg to swap the hc. The patient and cg wanted to use the hc that night. The patient and cg reset the tidal program to drain out more and would like to try that night. The tsr helped the patient and cg remove the cassette. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A customer contacted the baxter technical center to report iipv. The reported issue was confirmed over the phone. The assignable cause was undetermined. The homechoice unit was operational. Previous service events were not related to the reported issue. This issue is being investigated through CAPA.